Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a nrg transseptal kit was selected for use. A pericardial effusion was noted before the procedure. The physician obtained access from right groin. A 16f sheath was inserted and then nrg kit sheath and needle were prepared. The sheath was advanced to superior vena cava (svc) and then followed by nrg needle. When attempting for transseptal puncture (tsp), tenting was not visible in echo. There were several attempts but tenting was still not visualized. The patient pressure drop, pericardial tamponade in front of right ventricular (rv) was noted. The procedure was aborted and a drain in the pericardium was placed. A pericardiocentesis was performed and an approximate of one liter of blood was drained and around 600 ml was transmitted back to the patient. After forty (40) minutes no more blood could be drained. For patient safety, they were transferred to an neighborhood clinic with a heart surgery. 5000 units of heparin was given to the patient. The patient was not under antiplatelet drug at the time of the event. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac tamponade is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the product was disposed by the facility; therefore, a technical analysis could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Additionally, the IFU captures relevant information related to careful manipulation, tenting, and the relevant adverse events related to the device and also warns the users by indicating that 'careful needle manipulation must be performed to avoid cardiac damage, or tamponade. Needle advancement should be done under image guidance.' And to 'do not attempt to puncture until firm position of the active tip has been achieved against the atrial septum.' Risk assessment: a review of the nrg rf transseptal kit risk documentation was completed and confirmed that the event of cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device. The device did not return for analysis, and the information within the event description suggests that the clinical event is anticipated in nature as per the hazard analysis of the device as reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a nrg transseptal kit was selected for use. A pericardial effusion was noted before the procedure. The physician obtained access from right groin. A 16f sheath was inserted and then nrg kit sheath and needle were prepared. The sheath was advanced to superior vena cava (svc) and then followed by nrg needle. When attempting for transseptal puncture (tsp), tenting was not visible in echo. There were several attempts but tenting was still not visualized. The patient pressure drop, pericardial tamponade in front of right ventricular (rv) was noted. The procedure was aborted and a drain in the pericardium was placed. A pericardiocentesis was performed and an approximate of one liter of blood was drained and around 600 ml was transmitted back to the patient. After forty (40) minutes no more blood could be drained. For patient safety, they were transferred to an neighborhood clinic with a heart surgery. 5000 units of heparin was given to the patient. The patient was not under antiplatelet drug at the time of the event. The device is not expected to be returned for analysis (disposed).